Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that prior to an unknown procedure, the package was damaged. Sterile pack of the product was open. There were no adverse consequences for the patient reported.